Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, broken pump belt clip slot and missing the end cap sticker.

Event description:
The customer reported via phone call the insulin pump's act button was unresponsive. Her blood glucose level was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.